Event description:
It was reported that the device does not have audio and does not create a 'power on self test' (post) tone. There was no patient involvement and no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).